Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the mpu did have a v-lock connector on the ac power cord. It was also reported that the ac power cord did not come loose at the wall outlet, or from the back of the unit a, and there were not any environmental circumstances that would have affected that ac power at the time of the event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage alarms on the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6) was returned to the pleasanton service depot and the mpu booted up as intended, but when the mpu was connected to a mock circulatory loop and test system controller, the system controller alarmed for connect power, confirming the reported event of no external power. The issue was isolated to the patient cable. The customer did not request a repair, so this unit was sent to be scrapped. The mpu was forwarded to the product performance engineering group for further analysis. Insulation resistance testing was performed, and it was found that the supplying power voltage (15 vcc) wires were electrically shorting to the cable¿s shield. After removing the layers of the patient cable one at a time, a breach in both wire¿s (orange and yellow) insulation was found. The root cause of the reported event was determined to be due to damage to the mpu patient cable. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2024. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. B) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. B) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. B) section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook (rev. D) and heartmate 3 IFU (rev. B) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having trouble with their mobile power unit (mpu). They received a no external power alarms and it was noted that the mpu was not on the recall list. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.